Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had pain right above the implantable neurostimulator (ins) beginning in (B)(6) 2016. The pain was worse when the patient sat or bent over. There were trauma of falls that could be related to the issue as the patient was in an abusive relationship. The patient was taking some hydrosome pills they still had from surgery. The patient was looking for a new managing health care provider (hcp) as they had moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.